Manufacturer narrative:
Findings: unit passed displacement test and self test. Low battery alarm was noted on long history file. Pump was returned for power error detailed trace analysis confirmed low battery alarmed and then alarm was triggered when backup battery unloaded voltage was less than 3.7 volts for consecutive 240 minutes. Analysis of micro timer in detail trace confirmed that the root cause is the non-sleep anomaly software error. Unit received with cracked reservoir tube lip, scratched case, keypad overlay damage and minor scratched lcd window. No physical damaged noted on screen display noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. The customer's blood glucose level was unknown at the time of the incident. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.